Manufacturer narrative:
Approximate age of device ¿ 3 years, 5 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was transferred from an out of system hospital and was admitted with persistent low flow alarms and continuous tone of red heart alarms. Vad parameters were reported 5900 rpm, 1.3 liters per minute and pulsatility index 2. It was reported that during original implant, excess out flow graft (ofg) material was wrapped around existing ofg beyond bend relief. The patient was taken back to the operating room to identify cause of the low flow alarms. A subxiphoid incision was made, exposing the ofg and the additional and outer layers of ofg were removed and flows restored to great than 5 liters per minute. No twist was visualized. The patient was noted to have mrsa in driveline as well. It was reported that the plan for the patient is to ultimately work the patient up and list for a heart transplant. On (B)(6) 2019, it was reported that the alarms resolved. The patient remained in-patient. Per infectious disease specialists, the patient is doing very well. Wound cultures grew mrsa and the patient is stable on vancomycin. The patient will receive 4 weeks of IV antibiotic therapy through a PICC line. It was stated the patient has an infected device. The patient was listed for heart transplant. No further information was reported.

Manufacturer narrative:
Section a2 and d10: correction. Section d4 and h4: additional information. Manufacturer's investigation conclusion: the reports of an outflow graft obstruction and low flow events could not be confirmed as there were no images, scans, or log files provided for evaluation. Although a specific cause for the reported obstruction and flow issues could not conclusively be determined through this investigation, the flow issues resolved with the removal of the extra material added to the outflow graft beyond the bend relief at implant. Additionally, a specific cause for the reported event of driveline infection as well as a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported aortic insufficiency (ai) could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. The hm3 patient handbook states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also contains information regarding the preparation of the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. The heartmate 3 lvas IFU also explains that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reports of an outflow graft obstruction and low flow events could not be confirmed as there were no images, scans, or log files provided for evaluation. Although a specific cause for the reported obstruction and flow issues could not conclusively be determined through this investigation, the flow issues were resolved with the removal of the extra material added to the outflow graft beyond the bend relief at implant. Additionally, a specific cause for the reported event of driveline infection as well as a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported aortic insufficiency (ai) could not conclusively be established through this evaluation. The patient was ultimately transplanted on (B)(6) 2019. The heartmate 3 lvad, serial number (B)(6), was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 15jul2019, additional information was received from the vad coordinator. The preoperative diagnosis was heartmate iii outflow obstruction with low pump flows. The procedures performed were revision of the heartmate iii outflow graft and intraoperative ultrasonographic access of the right common femoral vein. The findings of the operation were double barrel outflow graft with a large amount of clot with immediate improvement of the lvad flows from 1.5 liters to 6 liters per minute after release of the outer graft. Clot material was sent for culture analysis. No evidence of outflow graft twist from the av groove to 1 cm distal of the band relief. The outflow graft exposed was not covered with gore-tex due to the presence of a driveline infection to avoid creation of an abscess. At the end of the procedure, a transesophageal echocardiographic assessment showed a decompressed left ventricle with no longer opening of the aortic valve, mild ai, significantly improved rv function with no mr. Procedure: after obtaining operative consent, the patient was brought to the operating room, and placed supine on the operating room table. General endotracheal anesthesia was induced. Preoperative prophylactic antibiotics were administered. A radial arterial line and a triple lumen central venous line and transesophageal echocardiographic probe an attempt of foley catheter were placed for intraoperative monitoring and medication administration. The neck, chest, abdomen and bilateral lower extremities were prepped and draped in the usual sterile fashion. An intraoperative ultrasound examination was performed to identify the intercostal space corresponded to the body of the pump and band relief. It was subsequently marked, the left common femoral artery was surgically exposed in case of need for cardiopulmonary bypass. The right common femoral vein was accessed under ultrasonographic guidance for a guidewire access to the right atrium. A vertical incision from the xiphoid was performed, the xiphoid was amputated. The driveline was identified and followed to the outflow graft. The outflow graft was followed then from medial to lateral towards the pump, detaching the diaphragm from the chest wall. The outer graft was longitudinally incised. Old clot was released and with a significant spontaneous improvement of the vad flows, all the gore-tex graft directly connected to the band relief was longitudinally opened almost to the band release itself. The black line along the outflow graft was followed from the level of the av groove to almost the band relief and there appeared to be no twist. Other segments of the outflow graft appeared to be not kinked on the CT scan and, therefore, only the centimeter and a half distal to the band relief was not visualized directly and could still be carrying a residual small kinked or twisted. However, given the ongoing terms of evaluation, the fact that to completely rule out a twist of the graft and redo median sternotomy would be necessary and the significant clinical improvement, decision was made to not pursue a redo sternotomy and a 19-french blake drain was placed in the subcostal pocket created and the incision along with the incision in the groin were closed in layers with reabsorbable sutures. All the counts were correct. The patient was brought to the intensive care unit in critical condition for recovery. Since 1400 on (B)(6) 2019 he had low flows in the 2¿s with significant alarming. The patient reported to south bend ER and had unremarkable labs. Ivf administration did not help. The patient was brought in for further evaluation and directed the general cardiology team to get a cta for evaluation of ofg or inflow issues. Upon review early this am. In the midst of persistent alarms, he clearly has what appears to be an ofg twist, less likely thrombus. The patient is comfortable and not dyspneic or experiencing volume overload. Tte recently shows an lv of 8.2 cms with occ av opening and mild-moderate ai. Rhc from 19apr shows ra pressure was 6 rv pressure was 35/5 with an edp of 7, pa pressure was 35/24 with mean of 29, wedge pressure was 24, tpg was 5. Fick coci was 5.4/2.36. Mixed venous was 68%, hemoglobin 13, thermal coi 5.7 and 2.5. Fick pvr was 0.93, thermal pvr was 0.9. Additional information was requested but not provided.

Manufacturer narrative:
B5: additional information.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.